Event description:
A medtronic representative reported that the front wheel broke off the fusion platform during movement. There was no patient present.

Manufacturer narrative:
The device has not been returned to the manufacturer.